Manufacturer narrative:
Reported event: an event regarding disassociation involving an accolade stem and unknown head was reported. Following review of x-rays by a clinical consultant malposition of the trident shell was confirmed. Altr (metallosis) was not confirmed. Method & results: device evaluation and results:visual inspection: not performed as the device was not returned. Medical records received and evaluation:a review by a clinical consultant noted: despite the absent clinical information, it is clear that the cup has significant malposition in absent anteversion which is very relevant to the failure mechanism of this case. Total hip components require positioning for optimal rom. Normal cup position is around 45° of inclination (abduction) and some 20° of anteversion, a bit depending upon approach to the hip and surgeon preference. There is no formal report of such metallosis but given the amount of taper substance loss from the trunnion and the visibility of metallic debris in the joint space on the provided x-ray there is little doubt as to the origin of the metal debris in the joint although the majority of the metal substance loss is from the stem taper side because the tmzf alloy material is softer than the cochr alloy from the femoral head. Device history review: not performed as the device lot number is unknown. Complaint history review: not performed as the device lot number is unknown. Conclusions: a review by a clinical consultant concluded: cup malposition in absent anteversion has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic taper damage as final effect with disassociation of the femoral head from the taper requiring revision. No further investigation for this event is possible at this time. Further information such as device details, return of the device, pathology report, additional x-rays, operative report as well as patient history and follow-up notes are required to investigate further. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Head/stem disassociation due to severe trunnion wear of accolade tmzf.

Manufacturer narrative:
An event regarding malposition involving a trident shell was reported. The event was confirmed by medical review. Method & results: product evaluation and results: not performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant concluded: "despite the absent clinical information, it is clear that the cup has significant malposition in absent anteversion which is very relevant to the failure mechanism of this case. Total hip components require positioning for optimal rom. Normal cup position is around 45° of inclination (abduction) and some 20° of anteversion, a bit depending upon approach to the hip and surgeon preference." "Cup malposition in absent anteversion has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic taper damage as final effect with dissociation of the femoral head from the taper. The relatively large 44-mm femoral head may have been a secondary factor of relevance." Product history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the investigation concluded that the disassociation was caused by cup malposition as concluded in the medical review. The medical review noted, "cup malposition in absent anteversion has contributed to overload in the bearing section of the arthroplasty causing excessive micro motion between stem taper and femoral head leading to catastrophic taper damage as final effect with dissociation of the femoral head from the taper." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Head/stem disassociation due to severe trunnion wear of accolade tmzf.